Manufacturer narrative:
Pump received with intermittent button response due to moisture damage keypad traces. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the up arrow button was not functional on the insulin pump. Customer's blood glucose was 160 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.